Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735225r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that on startup system displayed "no signal" message. The system was unable to boot. There was no patient present when this issue was identified. Additional information was received. It was indicated that the cause of the issue could be an internal cpu board malfunction.